Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up information was provided by the biomedical technician at the user facility who revealed that the power plug was found to be burned and melted while performing preventive maintenance (pm). Functional testing performed by the biomed confirmed the system was operating properly with the burned power cord attached. However, the biomed replaced the power cord, and then returned the system to service without issue. The power cord was received by the manufacturer for analysis. A visual examination found that heat damage and pitting were present on the prongs of the plug. Heat damage was observed inside the molding of the plug around the hot and neutral prongs. Electrical testing was performed by taking resistance measurements at the hot, neutral, and ground prongs and the opposite end of the wire; all three measurements were found to be satisfactory. Functional testing was performed by installing the received component into a working unit. The machine powered on and operated in dialysis mode without issue. Additionally, the unit passed self-test and a heat disinfect program. No further damage occurred to the plug during testing. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed the presence of heat damage to the plug. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the power plug was found to be burned and melted while performing preventive maintenance (pm) on the 2008k2 hemodialysis (hd) machine. As the issue was observed while the unit underwent a pm, there was no patient involved. Functional testing performed by the biomed confirmed the system was operating properly with the burned cord. However, the biomed indicated that the power cord was replaced during the pm, and then the machine was returned to service without issue. The power cord was available to be returned to the manufacturer for evaluation.